Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device locked on tissue. The doctor closed the jaws on tissue and activated the device until the end tone was heard. The knife blade was then used to cut the tissue. The jaws would not open. The doctor tried resealing and recutting. The doctor used force to throw the hand open. Nothing worked. The doctor pulled the device off of the tissue with the jaws closed. The incident sample was discarded by the customer. No patient injury.